Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the hex wrench spun around when attempting to tighten setscrew no click sound was heard. The device was not used.